Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16. Using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
A patient reported skin irritation that had been occurring since (B)(6) 2016. A definitive number of sites affected could not be determined. Symptoms included itching, pain, skin peeling, and heat. The affected areas ranged from cannula insertion site to the entire area under the pod's adhesive. Patient visited physician and was prescribed tegagerm, zantac, and a steroid cream as treatment. Pods worn between 24 and 36 hours.